Event description:
A report was received regarding a 4.75 mm x 48 cm titanium rod with hex. It was reported that the first rod broke when the surgeon attempted to bend the rod with rod benders in situ. The surgeon removed the rod. He attempted to bend a second rod outside the surgical field at which time the rod fractured. Surgery was completed and the patient is doing well.